Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged/detached dso (downstream occlusion) seal, damaged battery compartment, and scratched lens. Functional testing was performed. Found defective dso sensor. The customer's problem was duplicated. The root cause was the defective dso sensor. The dso sensor was replaced to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not recognize the cassette. There was unknown patient involvement and unknown patient harm/adverse event reported.